Event description:
A discordant, falsely elevated sodium result was obtained on a patient sample on dimension rxl max with hm instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument and resulted lower. It is unknown if the repeat results were reported to the physician(s). The customer stated that it was not the only sample affected and that no discordant results were reported to physician(s), but did not provide additional data. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced the monopump. A siemens headquarters support center (hsc) specialist evaluated the instrument data, which indicated that the integrated multisensor technology system was dirty due to sample handling practices. The cause of the discordant sodium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.